Event description:
A customer reported obtaining imprecise sequential readings on their precision xtra meter. The customer reported that they obtained readings of 18.4 mmol/l and 4.3 mmol/l within a 10-minute timeframe. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.